Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was partially off the device and fell out of the shaft when the device was removed. The button was difficult to depress but was able to be depressed fully. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator. The exoseal vascular closure device (vcd) and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black. The physician¿s thumb was not placed on the plug deployment button during retraction. The indicator window did not show red during retraction. The exoseal vcd was securely locked with the vascular sheath introducer. There was no issue with or damage to the deployment lever. The button was pressed when the window was showing black/black, and the window was not showing red when the button was pressed. The device was not attempted to be deployed outside the patient¿s body. The procedure used a retrograde approach. The operator was trained in the device. The exoseal vcd was used in an interventional procedure. The exoseal vcd was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.